Event description:
On 13th september 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that haptic damage was observed after implantation necessitating explantation of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged following implantation into the eye. The lens was explanted and exchanged during the original surgery session without harm/injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the surgeon experienced resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device was not returned to rayner. Our review of production records for the rayone aspheric rao600c batch 044239700 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 044239700. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Continued injection at the point resistance was experienced. A deviation from the IFU, may be a contributory factor to haptic damage following implantation in this case.